Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose value. Customer¿s blood glucose value was 45mg/dl and 51mg/dl and treated with fruit rollup. When calibrated, blood glucose value was 108mg/dl. Customer¿s sensor glucose values were 100mg/dl and 40mg/dl. Current sensor glucose and blood glucose values are 136mg/dl and 173mg/dl respectively. Insulin delivery was not suspended due to sensor glucose values. Customer declined to troubleshoot for low blood glucose. Insulin pump will not be returned for analysis.